Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 6935 implantable tachy lead, implanted: (B)(6) 2010, explanted: (B)(6) 2013; product ID 4076 implantable pacing lead, implanted: (B)(6) 2010, explanted: (B)(6) 2013; product ID d224drg bi-ventricular (bi-v), implanted: (B)(6) 2013, explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported the patient developed an infection. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4). The full lead was returned, analyzed and no anomalies were found.